Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported nuisance occlusion alarms which were not reproduced during evaluation. A review of the event history log identified nuisance multiple occurrences of both upstream and downstream occlusion alarms. These alarms may have been true alarms. Evaluation found the device to past upstream and downstream occlusion testing and both the upstream and downstream sensor were found within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced nuisance occlusion alarms. There was no patient involvement. No additional information is available.